Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified forearm vein. A 6.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 4 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.